Manufacturer narrative:
Product complaint # (B)(4). H-3 additional evaluation summary: an empty opened foil, an opened folder and a tangled needle/suture combination of product code w9236, lot # mhm126 were received for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected and no needle breakage was found. The suture was examined along of the strand and no defects, damaged, transfer of color or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. Also, the sample was tested by resistance test to needle and met the requirements. In addition, the folder was examined and no transfer of color of the suture could be observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, no color appearance suture, needle breakage, suture breakage was noted, and the tested sample met the finished goods requirements. Additional information was requested and the following was obtained: what is meant by suture crocking? Suture fade and dye color removed to gloves did all three issues, suture breakage, crocking and needle breakage occur with one device in this procedure? Yes, since suture and needle breakage, then the surgeon suspected the suture fade is also quality issue

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by suture crocking? Was the dye/color from the suture coming out? Did all three issues, suture breakage, crocking and needle breakage occur with one. Device in this procedure? Device return status/follow up.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used for abdominal closure. During the procedure, suture breakage, needle breakage and crocking occurred. Changed to another suture to complete the surgery. There were no adverse patient consequences reported. Additional information has been requested.